Event description:
It was reported that ¿when the forceps was connected to electrosurgery unit, the rear begins to tear smoke. The forceps was not used with a patient. Due the forces begun to tear smoke the surgeon changed to other forceps with no problems and he performed the surgery.¿

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that the black plastic part is burnt at the connection with the cable. After disassembly, surgical residues can be observed inside the handle. The device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It may come from a defect of cleaning or of drying of the instrument.